Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. The customer's blood glucose was 200 mg/dl. The customer continued to use the pump for insulin therapy.